Event description:
It was reported that during implant device interrogation revealed high pacing impedance and fracture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.